Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: the black box showed evidence of partially discharged batteries being installed with voltage readings out of specification. A pump reboot after a replace battery alarm was observed on 08/14/2015 08:29; deliveries resumed at 08:50. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump currents draws measured within specification. The pump cover was removed and there was no evidence of moisture or damage observed. Unrelated to the original complaint, the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose greater of 410 mg/dl with chest pain, rapid heart beat and polydypsia associated with a battery life issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the alarm history indicated the battery life was less than expected. It was reported that there was no damage to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a battery life issue.